Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is making a claim for an adverse patient outcome against the ventralight st. The patient suffered damages related to the defective mesh implanted during the hernia repair.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is making a claim for an adverse patient outcome against the ventralight st.the patient suffered damages related to the defective mesh implanted during the hernia repair. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps. Per op notes, "a ventralight st mesh using echo ps was placed to the abdominal wall using sutures." Attorney alleges that the patient had hernia recurrence, mesh migration, pain and suffering.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), g1, g3, g6, h2, h4, h6, h10, h11 corrected fields: d1 (brand name), g4 (PMA/510(k)) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.